Manufacturer narrative:
The lens was not returned for evaluation and the serial number was not provided. Therefore, a product evaluation could not be conducted and the device history record could not be reviewed. Based on the current information the root cause of the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported on medwatch report mw5074580 that one day post-implant in the left eye, the patient had a wound leak that was resolved with a doctor's visit. Allegedly, the patient had eye pain but could not be seen until later, when the patient was diagnosed with post-surgical infectious endophthalmitis. Treatment is being continued but the patient does not have vision in the affected eye. Additional information has been requested, but no additional information has been received.